Event description:
On (B)(6) 2014 at 7:30 pm, our spine surgeon was performing a two level acdf, and was given a carefusion shadow line distraction screw lot no. 859648, expiration date of 2018-11. He started to place the screw in the disc and noticed there was discoloration on the screw. We looked at the plastic tubing that the screw was inclosed in and saw visible dark rings inside the tube from contact with the screw. We then looked at the rest of the box of 5, and they all looked dirty. We then went to our sterile supply and found that another box with the same lot no. Had the same problem with all 5 screws. We had another box of 5 in stock, and this box looked fine (same lot no.). We were able to finish the case, and before closing the incision we irrigated the incision with 4000cc of sterile saline with 4ccs of neosporin gu. We collected a swab of one of the screws, and sent this to (B)(6) medical center for a c&s. I then called (B)(6), our (B)(4) representative, to contact the carefusion representative. Dr. Is worried that this is an infection risk to his patient, and this is a sentinel event. Thank you for your help in this problem. I will let you know what the results of the c&s is as soon as I get it from the lab. Nurse administrator, (B)(6) bone & joint surgeons: additional information received from the sales rep. The product used in the procedure was disposed of. The sales rep was given the rest of the instruments in the lot to send to us for evaluation. Per the nurses in the facility, the culture and sensitivity returned negative.

Manufacturer narrative:
(B)(4) - should the device become available, a follow-up emdr will be sent.

Manufacturer narrative:
(B)(4) total of eight (8) samples were received for evaluation. Two (2) with the lot code e11-manufactured may 2011: one (1) with a lot code j11-manufactured october 2011: one (1) with a lot code l12-manufactured december 2012: three (3) with the lot code f12-manufactured june2012 : one (1) with a lot code g13-manufactured july 2013. Lot code on the dispenser carton and all the individual pouches were 859648. Seven (7) of the eight (8) returned samples showed different degrees of rust on the distraction screw and residue of rust on the plastic tube close to the location in which the sample and the tube are in contact. A view of the product with magnification confirmed the presence of pits in the surface of the stainless causing the instrument to rust. Investigation performed with the carefusion metallurgist in august 2012 confirmed that in order prevent further corrosion issues and to provide better passive layer on the surface of the instrument the passivation process was changed in feb 2014 from oakite passivation to a citric/nitric acid passivation and in addition neutralize the electro polish solution, preventing the pitting seen on the returned samples. These samples were manufactured prior to the change.